Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and a hypoglycemic event occurred. The patient stated they were at work and passed out. She indicated that she works at a hospital and her colleagues found her and gave her glucose injections. After treatment, the patient woke up and was fine. The patient stated at the time of event the receiver did not alert her and she did not have symptoms prior to passing out which she indicated was normal. At the time of contact, the patient was doing well. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. A functional test was performed and it passed. The receiver log was downloaded and evaluated with no related errors observed. A communication tool audio test was performed and the tests passed. "Try it" manual tests were performed and the tests passed. The receiver case was opened for an internal visual inspection and it passed. The speaker resistance was measured and it registered within specification. The reported event of intermittent audio output was not confirmed. The root cause could not be determined.